Event description:
It was reported that on first device the fiber and metal shaft broke approx 1/2 inch from white sticker located at proximal end. Second device burned through metal shaft approx 1 inch from distal end. Sometime during a knee arthroscopy procedure, while lasing the posterior horn section of the knee, the physician noted that the fiber burned through the metal and the metal shaft broke approx 1/2 inch from the white sticker (lot number/model label located on the proximal end of the edevice) and burned the physician's hand. The procedure was immediately paused to replace the broken device with another tip of the same model. The procedure continued using the second tip when the physician noted a burn mark on the metal shaft approx 1 inch from the distal end of the device. At the same time, physician also noted (on video monitor) minimal charred tissue. The physician proceeded to resect the charred tissue with a shaver. No further incidents occurred during procedure. Follow-up with physician's associate regarding physician's hand indicated that a topical cream was used to treat the burn. No serious injury associated with this event. Note: reporter informed MFR that excessive stress may have been applied on the device during the lasing procedure.

Manufacturer narrative:
Note: all of the info on this form was completely by the MFR. Multiple attempts to receive product back were unsuccessful.